Manufacturer narrative:
The reported events of over-sensing/noise and pacing problem were confirmed. A complete lead was returned in one piece. Analysis found external outer insulation abrasion that breached the outer insulation and exposed the outer coil, consistent with friction to can, at one location. The cause of the reported events was due to external outer insulation abrasion that breached the outer insulation and exposed the outer coil, consistent with friction to the device can.

Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure it was noted that the atrial lead exhibited noise leading to oversensing and triggering false auto mode switch episodes. The lead was explanted and replaced without issues or complications. The patient was recovering.